Manufacturer narrative:
Film evaluation summary: the cause of the reported right limb occlusion could not be determined from the pre-implant CT¿s returned. Angiograms pre <(><<)>(><(>&<)><(> <<)>)> post-implant were not available and the blood flow dynamics could not be assessed. In addition, post-implant films showing the stent graft in-vivo configuration were not available. From the pre-implant CT¿s provided, other than the severe amounts of thrombus seen within the aaa sac and proximal neck, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. Other possible occlusion contributors (which are currently unknown) include location of any overlapping limbs, and if the right limb may have been extended into the right external iliac artery. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Other relevant device(s) are: product ID: esbf3614c103e, serial/lot #: (B)(4), ubd: 26-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately one year and nine months later a CT was performed and sho wed right limb occlusion. It was reported that there was a small amount of thrombus proximal to the flow divider on right side of bifurcated graft. A thrombectomy was performed on the right limb. A 36mm aortic extension, a 16x16x82mm limb and a 16x10x156mm limb to the right side. A 16x13x124mm limb was also implanted in the left side. The devices were all implanted successfully and good luminal flow was restored to the occluded right limb. As per the physician the cause can not be determined. No additional clinical sequalae were provided and the patient is fine.